Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with the customer and confirmed that the system failed to bootup. The philips field service engineer (fse) visited onsite and upon functional testing, the fse checked the logs and found that the os hdd access error. To resolve the reported issue, the fse cleaned the contact of the hdd. After cleaning the contact of the hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to bootup. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.